Event description:
Implant bent during the surgery. There was no adverse consequence to the patient.

Manufacturer narrative:
After shape recovery testing confirmed that the device conformed to memometal specification. Implant bending is a "normal" implant behavior in cold temperature range. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies / (B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.